Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device will not be returned

Event description:
Surgeon was doing a right side greater trochanter osteotomy. When surgeon pulled the k-wire out, the fluted drill tip had broken off and was stuck in the patient's bone. The piece was retrieved without a problem and case was completed accordingly without delay.